Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a 2 inch air gap in the tubing. Customer's blood glucose levels were elevated at 248 mg/dl. Customer had corrected elevated bgs and removed the air prior to contacting tandem technical support. Bg levels were at 219 mg/dl by the end of the call.